Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.90 from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history showed on (B)(6) 2011 at 0744, device powered on, history cleared, there were 2 check injector alarms, and device programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 6 minute pt lockout, and a 30mg 4 hour dose limit, settings confirmed and door locked. Between 0745 and 1245, there were twenty-eight 1mg pt initiated deliveries, 18 unmet pt demands, and an empty syringe alarm, between 1250 and 1254, door opened 3 times, there were 3 check vial alarms, a bar code not read alarm, a check syringe alarm, 2 check setting alarms, a 28 mg total cleared, history cleared, settings retained and confirmed, and door locked 3 times. Between 1255 and 1649, there were twenty-three 1mg pt initiated deliveries and 10 unmet pt demands between 1650 and 1919, door opened, 23mg shift clear, door locked, there were ten 1mg pt initiated deliveries, one 0.2mg pt initiated delivery, 7 unmet demands, a low battery alarm, and an empty syringe alarm. Between 1921 and 1932, door opened and locked 3 times, there was a check vial alarm, a check syringe alarm, 2 check injector alarms, and the previously programmed settings were retained and confirmed. Between 1935 and 2330, there was a low battery alarm, there were twelve 1.0 mg pt initiated deliveries and 2 unmet pt demands. At 0000, new date stamp of (B)(6) 2011. Between 0142 and 0311, there were three 1.0mg pt initiated deliveries and 1 unmet pt demand. Between 0319 and 0320, door opened twice, locked once, there were 3 check vial alarms, 3 check syringe alarms, a check settings alarm, a barcode not read alarm, a check injector alarm, morphine 1mg/ml confirmed, a 25.2mg total cleared, previously programmed settings retained and confirmed and device powered off. Review of history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device delivered less medication than intended. At an unspecified time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 6 minute pt lockout, and a 30mg 4 hour dose limit. At an unspecified time during night shift nursing rounds, the nurse noted the pump display indicated 35.4 ml had been delivered. At this time, the nurse noted the 8ml was remaining in the vial instead of being empty as expected. At an unspecified time, the customer contact reported the pt had increased pain and received an unspecified volume of morphine IV push. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.